Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of slides presented during the pcr london valves 2018 "ta tmviv embolization and handling" authors g. Dahle et al. It was learned that a (B)(6)-y-o patient with a valve implanted in the mitral position underwent a valve in valve replacement after an implant duration of 5 years and 10 months due to calcific degeneration leading to stenosis (gradient 15mmhg). A second 26mm valve was finally implanted with success within the disabled edwards valve. After the valve in valve, the patient was transfer to the ICU and was extubated after 3 hour in stable haemodynamics. In the 3 months follow-up visit, the transcatheter valve was working well and patient was reported to be in nyha class I-ii.

Manufacturer narrative:
Reference (B)(4).